Manufacturer narrative:
(B)(4).

Event description:
The patient reported she fell and broke the implantable neurostimulator (ins). She did not remember when it happened, so did not know which of her inss it was. The ins was replaced. There were no associated symptoms reported. The patient&#38112;indications for use were urinary dysfunction and sacral nerve stimulation. The patient did not remember when the event occurred or which ins was involved, so additional information was requested. If additional information is received a supplemental report will be sent.